Event description:
It was reported that post-operatively of a segmental small bowel resection, there were issues with the devices, resulting in an anastomotic leak 13 days after surgery. It was noted that the patient had emergent surgery and non-elective.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1078); sig60ctavm, tri 2.0 sig60ctavm 60 CT vsclr med 12mm (lot#n3m1643y); sig60ctavm, tri 2.0 sig60ctavm 60 CT vsclr med 12mm (lot#n3m1643y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.